Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient had undergone a bilateral primary breast augmentation surgery with implantation of two 360cc mentor memorygel breast implant. Post-operatively, the patient described issues in the left breast which included pain, deformity, and a feeling of the stuff pushing out. Furthermore, the affected area is textured and lumpy. These events have persisted over 4 years and have not decreased in severity. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.